Event description:
Pt was revised to address ligament laxity and dislocation of the poly from the tibia.

Manufacturer narrative:
The product was not returned for examination. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the root cause of the reported ligament laxity and device dislocation. Although the exact root cause of the reported dislocation could not be determined, published studies indicate that the incidence of bearing dislocation is very low and almost always attributed to improper flexion/extension gap balance. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.